Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for follow-up. The right ventricular lead exhibited oversensing noise. Upon reprogramming, the lead exhibited high impedance. The lead was revised. The patient's condition was stable post procedure.